Event description:
It was reported about one month after implant that there is a possible dislodgement of the patient's right atrial (ra) lead as evidenced by high ra pacing thresholds, far field r-wave (ffrw) oversensing, and undersensing of p-waves. An x-ray will be taken for confirmation and action is planned but not yet scheduled. The dislodgement of the ra lead was confirmed. About one month subsequent to the initial assessment, the patient's ra was revised and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.